Event description:
I was reported that the abutment screw fractured inside the implant. The screw fragment could not be retrieved and the doctor had to remove the implant.

Manufacturer narrative:
The abutment screw (iuniht) was not returned, but the concomitant implant (ioss413) was returned. The internal damage to the implant suggests and confirms the screw had fractured. The lot number was not provided therefore a DHR review could not be conducted. Complaint and non-conformance reviews for the iuniht product family did not identify any anomalies or trends. Additional information: (B)(4) correction: (B)(4). Did not receive abutment screw.